Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic and sent to the emergency department (ed) for hypotension, worsening right ventricular failure (rvf) on a recent echocardiogram (echo), and low flow alarms. Following review, log files captured periods of low flow events throughout the log files. These occurred in the morning hours typically between 5 am and 7 am, possibly when the patient was awakening or first rising in the morning. The low flows appeared to have been patient related and not ventricular assist device (vad) related.

Manufacturer narrative:
This report submission was delayed as a result of an FDA electronic submission gateway (esg) communication error on 30 july 2025. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms. According to the account, the low flow alarms were due to right ventricular (rv) failure. The submitted log file contained data from (B)(6) 2025. Intermittent low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended. The patient remains ongoing on heartmate ii lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate ii lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting," outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of the low flow alarms was identified as rvf; confirmed by right heart catheterization which showed elevated right and left filling pressures. The low flow alarms resolved following intravenous diuresis. Rvf had not existed prior to vad implantation. There was no indication that a device related issue had caused or contributed to the rvf. The patient exhibited increased fatigue, shortness of breath, and peripheral edema. The patient was discharged on an increased diuretic dose.